Event description:
An initial report of hospitalization was received by united therapeutics drug safety on 27-jun-2025 and forwarded to millyard advanced medical products, llc on 28-jun-2025. The patient reported that her pump had a crack in it and her backup system did not work after being dropped in water. The patient reported that she was not feeling well, with symptoms of lethargy, weakness, shortness of breath, elevated heart rate and that she felt like fainting. The patient went to the ER, where she was admitted. Replacement systems were sent. The nurse practitioner reported that the patient did not recognize that her pump had failed until she became symptomatic with shortness of breath and swelling after 2 days had elapsed. No components or further information related to the reported event have been made available to millyard advanced medical products, llc for further evaluation. Despite no report of death or serious injury, this issue is being reported out of an abundance of caution.